Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with an implantable cardioverter defibrillator that was over-sensing myopotentials. No resolution was reported, and the patient was stable.

Event description:
New information received on 24 nov 2021, indicates that myopotential over-sensing was still seen. Programming changes were made, and the patient did not experience any symptoms.